Event description:
It was reported that customer received continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset pump no longer displayed error and customer successfully started new sensor session.